Manufacturer narrative:
(B)(4). Serial # = (B)(4) (device b) and serial # = (B)(4) (device c); other # = h5016m (batch # for device b) and other # = g51c68 (batch # for device c); exp date = 12/10/2015 (device b) and exp date = 09/28/2015 (device c). MFR date: 1/10/2011 (device b) and 10/28/2010 (device c). Devices (a), (b) and (c) arrived with the anvils missing, otherwise in good visual condition. As the original anvils were not received, further investigation with the original anvils could not be performed. The breakaway washers were not present and there were no staples present. The devices were reloaded with staples, new washers were placed on the devices and all were tested for functionality with test anvils; the devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. It should be noted that the device is design to be fired only one time. To fire the instrument, draw the red safety back toward the adjusting knob until it seats into the body of the instrument. If the safety cannot be released, the instrument is not in the safe firing range. Once the safety has been released, do not turn the adjusting knob to ensure the instrument remains in the safe firing range. To fire, squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the instrument completes the firing cycle. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, the first device was fired two times and the staple line was inadequate. A second device was pulled and the same thing occurred with an inadequate staple line on two firings. The surgeon over sewed the staple line. During the procedure, three different devices were pulled and fired and the staple line on all three devices was non continuity. The surgeon over sewed the staple line to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.